Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective ise (ion-selective electrode) buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
Customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event. Customer alleged sodium patient results would be high >170 meq/l and would repeat in normal ranges, but the customer did not provide the number of erroneous patient results nor the patient data.